Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer states that a falsely elevated troponin-I result of 0.142 ng/ml was generated for one patient compared to repeat testing yielding lower results of 0.068 ng/ml and 0.063 ng/ml. No adverse outcomes were reported related to this issue.